Manufacturer narrative:
Investigation: product was not provided. Therefore, no investigation possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. According to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge or a too fast application of the clips, this could be one possible root cause of the described failure. Malfunctions can be caused by incorrect assembly sequence, the correct order of assembly must be observed. Furthermore, a damaged applicator could be the reason for an insufficient transport of the clips within the cartridge. According the results of the 8d report no CAPA was necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submit in a supplemental report.

Event description:
It was reported that there was an issue with product challenger. According to the complaint description, it was reported that the clip fell into the patient's stomach during a laparoscopy. No consequence for patient. There was no patient harm. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).